Event description:
It was reported that the home patient (hp) had compromised the patient line on the integrated automatic peritoneal dialysis set while using a homechoice (hc) machine. The hp disconnected the patient line from the transfer set which brushed against his leg. The hp put a minicap on the transfer set to attempt to disinfect it and then reconnected the transfer set to the patient line which had not been capped. The technical service representative (tsr) explained that the supplies were compromised and assisted the hp in ending therapy to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, no device analysis could be performed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.